Event description:
It was reported that the lead exhibited impedances ranging from 190 to 650 ohms. A chest x-ray was taken and showed no irregularities. The lead would be monitored.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Only the proximal portion of the the was received.